Event description:
The customer contacted baxter's service center regarding a leak from the disposable cassette, which occurred during peritoneal dialysis, dwell 1. The care giver (cg) stated that she thought the heater bag had filled up during prime and she had connected the home patient (hp). The cg stated that during dwell, she found fluid under the heater bag. The cg thought that the cassette the line may not have been connected properly. The technical service representative (tsr) advised the cg to end therapy and start over with all new supplies. The tsr assisted the cg to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter spoke with the care giver (cg), and she stated that the leak occurred during prime while the patient was not connected. She stated that the leak had come from the patient line near where it connects into the cassette.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.